Event description:
It was reported that a patient had been having pump stoppages. Log files were sent for both the backup system controller and the primary system controller. The event log from (B)(6) captured driveline comm faults starting (B)(6) @0617 and continued until the system controller was exchanged (B)(6) @0641. The event log from (B)(6) captured a pump off event (B)(6) @1159. There were a couple associated driveline comm faults prior to the pump resetting from what was potentially an electrostatic discharge (esd) event. The pump was designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 2 seconds during this reset. Pump resumed operation and functioned as intended for the remainder of the data capture. Further information provided that the modular cable was intact, no broken prongs or corrosion was noted. The modular cable was exchanged with the second system controller, and both the modular cable and both system controllers would be sent to abbott for further interrogation. Regarding the esd, the patient sleeps on a regular mattress but does report getting shocked every day when turning on their light, along with recalling a lot of static electricity because of their carpeting and dragging their feet. Follow up log files were sent for review, and the event log contained alarms associated with the system controller swap on (B)(6) 2025. Following these initial alarms the pump appeared to be operating as intended with no unusual alarms or events recorded. The comm fault alarms resolved after changing the modular cable and system controller, which were exchanged together.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Corrected data: section d9: returned to manufacturer corrected, section e3: occupation corrected. Manufacturer¿s investigation conclusion: the reported event of driveline communication fault alarm could not be confirmed with the returned modular cable (lot # 8667898). The returned modular cable was tested together with returned system controller (serial # (B)(6)) and the system functioned without any alarm active. The modular cable was tested to evaluate the integrity of its wires, which did not pass. Electrical measurement revealed a compromised redundant ground wire that did not result in a driveline comm fault alarm during the evaluation. A root cause of the driveline communication fault alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. It was noted during investigation that when the modular cable was delayered, a compromised orange wire was revealed. The modular cable did not pass all electrical measurements. No further information was provided. The manufacturer is closing the file on this event.